Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock. Technical services (ts) reviewed the stored episode and noted that quick convert atp was initially delivered for ventricular tachycardia (vt) and successfully converted the patient's rhythm, however, the patient went back into vt long enough for the device to charge. Ts discussed that the shock therapy was then a committed shock. Ts discussed the option of increasing the ventricular fibrillation (vf) zone as well as medication management as the patient was having some vt storms. It was suspected that the patient may not have taken their medications. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.